Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r94j9g, and no non-conformances were identified.

Event description:
It was reported that during a robotic nephrectomy the device cut and stapled half way. The procedure was completed with a powered 45 with a vascular load. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r59v89. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received unfired and with no apparent damaged. In addition, a second reload was received. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The device was tested for functionality with the returned reload (a) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.